Event description:
It was reported the single use 3-lumen sphincterotome v knife wire broken. The issue was discovered during a therapeutic procedure. The physician replaced the device with a similar one and completed the procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use 3-lumen sphincterotome v knife wire broken. The issue was discovered during a therapeutic procedure. The physician replaced the device with a similar one and completed the procedure. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.